Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified, distal left circumflex (lcx) artery for treatment of a de novo lesion, pre-dilatation was performed using a 2.0x12 balloon via femoral access. Attempts were made to advance a rx 3.0x15 xience v stent delivery system (sds); however, the sds could not be delivered into the mid lcx due to the tortuousity and calcification of the vessel. During the multiple attempts to advance the sds, the proximal catheter shaft separated outside of the patient anatomy. The sds was withdrawn from the anatomy. A 2.5x15 xience v sds was used successfully to treat the target lesion. There was no adverse patient effect or reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: jr 3.5, 6f; sheath: cordis. (B)(4) - incorrect removal; against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.